Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extend, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent laparoscopic repair for a ventral hernia at (B)(6) medical center in (B)(6). As reported, the patients hernia was repaired with a bard/davol medium oval kugel (ck) patch, reference number 0010206 and a bard/davol small circle kugel (ck) patch, reference number 0010203. It is alleged that several years later on (B)(6) 2016, the patient underwent an additional surgery to remove the previously placed kugel mesh, repair the recurrent ventral hernia, and perform lysis of small bowel adhesions. It is alleged the kugel patch (ck) used in the patients surgery failed, resulting in much pain and suffering, doctor visits and subsequent procedures. As reported, the patient was injured severely and permanently.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide the correct brand name and 510k number for the composix kugel device. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Based on the limited information available at this time, we are unable to determine to what extend, if any, the bard device may have caused or contributed to the events as alleged. If additional information is obtained, a supplemental MDR will be submitted. Addendum to the previous report. This supplemental emdr is being sent to provide the correct brand name and 510k number for the composix kugel device. Without a lot number a review of the manufacturing records could not be conducted. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided. Based on the available information, no conclusion can be made. Per the medical record review, post implant of composix kugel (device #1 and #2), patient was diagnosed with the adhesions, seroma, bowel obstruction and underwent removal of meshes (device #1 & device #2). Per op-notes, the meshes had curled edges on the ptfe side. The instructions-for-use supplied with the device list adhesions and seroma as possible complications. This supplemental emdr represents the bard/davol mesh - composix kugel (device #1). An additional supplemental emdr was submitted to represent the bard/davol mesh - composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2011, the patient underwent laparoscopic repair for a ventral hernia at (B)(6) as reported, the patients hernia was repaired with a bard/davol medium oval kugel (ck) patch, reference number (B)(4) and a bard/davol small circle kugel (ck) patch, reference number (B)(4). It is alleged that several years later on (B)(6) 2016, the patient underwent an additional surgery to remove the previously placed kugel mesh, repair the recurrent ventral hernia, and perform lysis of small bowel adhesions. It is alleged the kugel patch (ck) used in the patients surgery failed, resulting in much pain and suffering, doctor visits and subsequent procedures. As reported, the patient was injured severely and permanently. Addendum per additional information provided: (B)(6) 2011 - patient was diagnosed with the recurrent ventral hernia and underwent laparoscopic repair with two composix kugel hernia patches. Per the operative report details, "incarcerated omentum present in a large hernia sac was reduced. A two layer mesh composix kugel (device #1) was placed. A second piece of composix kugel (device #2) of similar mesh was inserted and placed." (B)(6) 2016 - patient was diagnosed with small bowel obstruction which adhered to the ptfe side of the curled edges of the meshes, thereby underwent open repair with removal of meshes. Per the operative notes, "chronic seroma was identified and removed. There were small bowel adhesions to the undersurface to the mesh as well as surrounding edges, which were freed. These 2 mesh (device #1 & #2) was removed from the abdominal wall. The defect was repaired with a ventrio mesh (device #3)". Attorney alleges that the patient had adhesions, bowel obstruction, seroma, pain and emotional injuries.